Event description:
It was reported through stryker active's (B)(6) page, "I have had a stryker knee for 11 years. No problems, the last few months I have a clicking when I walk and a little pain. Not sure what to do now." Update: patient had a primary left knee implant in (B)(6) 2011 and noted she was "dropped" 4 hours after surgery. Patient reported an I&d in (B)(6) 2011 to remove "fragments:. Patient noted surgeon removed broken "plastic" pieces of the insert but did not remove or replace the insert. Patient reports "clicking" and pain. This report is for I&d in (B)(6) 2011.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.